Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
During use of the endobronchial tube, the pentax, f1-7rbs brand fiber scope did pass through "smoothly". The endobronchial tube was not removed and there was no intervention performed.

Manufacturer narrative:
(B)(4). The batch paperwork for this lot was reviewed and confirms the lot was manufactured to meet all of the blueprint specifications and quality requirements. One sample was returned for evaluation. Visual examination showed no sign of any damage or blockage to the internal tubing. An 8fr suction was passed through the bronchial and tracheal lumens and no defects or restrictions noted. The reported defect could not be detected on the returned sample.